Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen was unable to read. Customer's blood glucose was 127 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass. The insulin pump had cracked battery tube thread and broken reservoir tube lip noted.